Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The date of the procedure noted as (B)(6) 2017, is this correct? How was the suture placed, interrupted or continuous? What tissue was the suture placed in? Were any cultures taken of the wound abscess? What were the results of the culture? What post op date did the patient present with symptoms of abscess? What was the date of the second procedure? Can you describe the amount of ¿voluminous abscess¿? Can you identify the lot number of the vr2297 vicryl rapide suture that was used? What is the current condition of the patient?

Event description:
It was reported that a patient underwent saphenous vein stripping procedure on (B)(6) 2017 and suture was used. The patient experienced early onset of post-op abscess of the inguinal scar going down the saphenous vein. Voluminous abscess and right thigh vein inflammation required hospitalization and drainage procedure. Additional information has been requested.